Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that customer alleged insulin pump was over delivering and had low blood glucose level. Customer stated that they delivered bolus because he eat but insulin pump was still delivering insulin. Customer current blood glucose level was 130 mg/dl. The customer was treated with orange juice. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The insulin pump will be returned and the reservoir will not be returned for analysis.